Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture grade unknown. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast surgery with an unknown mentor breast implant, experienced unknown-sided capsular contracture grade unknown post procedure. As a result patient underwent removal on (B)(6)2023. Note: mentor didn't receive information regarding the identity of the suspect device, therefore for this pc, procode, and common device name will include the silicone implant until further information.

Manufacturer narrative:
Per additional information received on july 11, 2023 the following was reported event date was on may 15, 2023, ethnicity: caucasian, patient age at the time of event was 58 years old. He patient experienced bilateral capsular contractures were with grade iii. As a result, patient underwent bilateral open capsulotomy, partial capsulectomy and bilateral replacements with unspecified mentor silicone prosthesis. Manufacturer¿s reference number: (B)(4).